Manufacturer narrative:
Additional, changed, and/or corrected data: d2a, d4, d6a.

Event description:
Patient reported concerns of the product and "rupture". Later, healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This report is for the left side. The device was explanted and replaced.